Manufacturer narrative:
(B)(6). The visual inspection of the exterior of this gui revealed that the touchscreen has heat related damage. Based on the investigation of the unit:: this complaint was isolated to the damaged touchscreen with no other failures identified.

Event description:
The customer reported that the touchscreen was defective. There was no patient involvement.

Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.